Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unk: drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that it was noticed the drill bits lost their edge. It was unknown when it was discovered. It was unknown if there was any procedure and patient involved. This complaint involves (4) devices. This report is for (1) unk - drill bits: trauma. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 324.212, lot: 3l52316, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 04 march 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ã¿3.2 percut calibr (p/n: 324.212, lot #: 3l52316) was returned and received at us customer quality (cq). Upon visual inspection, the drill bit is slightly scratched which might be the reason for the alleged dull condition. No other issues were identified with the returned device. Functional test: the functional test cannot be performed because the device was received by itself. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device as it was slightly scratched. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.